Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: on (B)(6) 2026, after hooking pt up to chemo, ap was beeping ail. Omit clamped primary ap tubing and removed it from the pump revealing a large amount of ail. Upon doing so omit discovered tubing was leaking directly above.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.